Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 300cc and experienced bilateral rupture and capsular contracture with baker grade IV. The bilateral rupture and capsular contracture were diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel implants, catalog # 3503001bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the right side implant; see manufacturer report number 1645337-2018-06471 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 300cc and experienced bilateral rupture and capsular contracture with baker grade IV. The bilateral rupture and capsular contracture were diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel implants, catalog # 3503001bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-06471 for contralateral prosthesis. The device was returned to mentor with gel that appeared clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device appears intact; therefore, the complaint was not confirmed. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).